Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is not available.

Event description:
The user facility reported difficulties with the angio seal device. The following information was provided by the user facility: the guidewire was unable to slide; the clinician felt difficulty sliding the guidewire into the device; the device was not able to be used; a new device was used to continue the procedure; the puncture vessel was done on the right femoral artery; the puncture site was distal of the inguinal ligament; the vessel diameter was 5 mm; there was no blood loss reported; and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. To provide the evaluation results. The sample was not returned for evaluation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. With no return of the actual device the exact cause cannot be determined. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.